Event description:
The safety device on the needle disconnected, leaving the exposed dirty needle open. An attempt was made to try to cap the needle after use on the table, and then the pink shield disconnected from needle base.